Event description:
It was reported that during surgery, the stem implant failed and was reported as sinking. This was an opening error in the operating room. A larger implant was used to complete the procedure. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b5; d4; d9; e1; g3; h2; h6 the following sections were corrected: a2; d1 the product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). G2: foreign: france. H6: component code: stem. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that following the replacement of the implant, the implant was sinking. The surgery was completed with a larger implant. There is no further information available at the time of this report.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h4. Visual examination of the returned product identified some discoloration was noted on the ha coated stem. Proximal end has gouges and damage. No other damage was noted. Dimensional product identifier for length of stem was measured and within specifications. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. The root cause of the reported issue is attributed to user error as it was reported the wrong stem size was chosen and was opened in error. As per IFU, it states under precautions " visual inspection of the packaging is recommended prior to implantation so that the appropriate stem is selected for implantation.". "Zimmer biomet or its affiliates are not liable for complications and/or failure that may arise from use of the device in circumstances outside of zimmer biomet or its affiliates control including, but not limited to, product selection and deviations from the device¿s indicated uses or surgical technique". This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.